Manufacturer narrative:
As reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) ruptured when it caught on calcification during use in an ipsilateral antegrade superficial femoral artery (sfa) case. A replacement device (mynx) was used, and hemostasis was successfully achieved. There was no reported patient injury. The device was used in an interventional procedure with an antegrade approach. The deployer had completed step 2 training. The femoral artery suitability, including insertion angle of the vascular sheath introducer, was verified on angiography or venography. The vessel type was the sfa. The vessel diameter was verified to be greater than or equal to 5 mm. There was no vessel tortuosity. Circumferential calcification was present at the puncture site. The device was stored and prepared according to the instructions for use (IFU). The device was discarded and was not returned for evaluation. A product history record (phr) review of lot j2519603 revealed no anomalies or non-conformance's during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿balloon-balloon loss of pressure¿ could not be observed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the information available for review, access site vessel characteristics (circumferential calcification was present at the puncture site and balloon ruptured on the calcification) most likely contributed to the rupture reported since calcification around the access site can cause damage to the balloon. According to the mynx control instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram prior to using the mynx control vcd: common femoral artery single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) ruptured when it caught on calcification during use in an ipsilateral antegrade superficial femoral artery (sfa) case. A replacement device (mynx) was used, and hemostasis was successfully achieved. There was no reported patient injury. The device was used in an interventional procedure with an antegrade approach. The deployer had completed step2 training. The femoral artery suitability, including insertion angle of the vascular sheath introducer, was verified on angiography or venography. The vessel type was the superficial femoral artery (sfa). The vessel diameter was verified to be greater than or equal to 5 mm. There was no vessel tortuosity. Circumferential calcification was present at the puncture site. The device was stored and prepared according to the instructions for use (IFU). The device was discarded and will not be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.